Manufacturer narrative:
Other, other text: returned device was received in fair physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no issues were found with the device alarming "air inline. No fault was found in the returned device. The air detector was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump had a problem with the oxygen sensor. No adverse effects were reported.